Event description:
A hip revision surgery was performed on (B)(6) 2026 due to implant dislocation. The surgeon removed the head and body locking screw but was unable to remove the body from the stem. The patient's anatomy may have been a contributing factor to the dislocation, as the patient's position in bed resulted in hip flexion. The previous surgery was performed on (B)(6) 2016. The surgeon followed the standard surgical workflow for hip revision. The explanted components included: fem. Modular head - l ø32mm (product code 5010.09.323, lot 1407726, ster. N. 1400204) patient is male, 72 years old. Event happened in australia.

Manufacturer narrative:
Investigation checking the manufacturing charts of the involved device lots, no pre-existing anomalies were found in the manufacturing documentation related to the complained components. This is the first complaint received for the involved lots and sterilization numbers. A final MDR will be shared upon completion of the investigation.